Manufacturer narrative:
Investigation summary bd had not received samples, but 14 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lots was not observed. The photos do show that the powder additive is present in the tube and has a light powdery to a clumpier appearance within the tube. The product contains a powder additive and can appearance of light powdery to clumpy is within normal appearance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: before use, the additives in the blood collection tube have been dried into powder and granules.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316379, medical device expiration date: 2022-02-28, device manufacture date: 2020-11-11. Medical device lot #: 1014132, medical device expiration date: 2022-04-30, device manufacture date: 2021-01-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: before use, the additives in the blood collection tube have been dried into powder and granules.